Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system which included two leads from the same lot on (B)(6) 2012. It was reported that the patient was involved in a motor vehicle accident on (B)(6) 2012. The patient reported that her stimulation changed following the accident. Reprogramming recovered only partial coverage of her painful areas. X-rays revealed possible lead migration. The patient is working with her physician to determine the next course of action which may include surgical intervention.